Event description:
It was reported that infusion set tape was not sticking and cause of the product not adhering was set got caught on to somethings at job site or sometimes just sweat from working on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.